Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a video of the sample was provided for evaluation. A review of the video showed a person demonstrating a flow through the set with the clamp in the open position. The person positioned the twist clamp in closed position and a flow through the set was observed caused by broken occluder feet / legs beneath the twist clamp. The reported condition was verified. The cause of the damage could not be determined, however; potential cause of occluder feet damage includes exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.